Event description:
Customer reports to have experienced excessive motor error alarms. Customer's blood glucose was 599 mg/dl, which was treated with insulin injection. Customer was advised to try all remedies to correct alarms, then call back should problem persist. No further information provided.